Event description:
It was reported that upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient was asymptomatic before, during and after the procedure.

Manufacturer narrative:
No conclusion code available; premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. Analysis of the device battery, rf module, and hybrid performed, revealed no defects that could contribute to premature depletion. The cause of the premature depletion could not be determined.